Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor adhesive has irritated her skin and doesn't adhere to her body. The customer's blood glucose reading was 400 mg/dl at the time of incident. Troubleshooting advised customer about proper insertion techniques and to speak with their doctor about alternative sets. The customer was also advised to call back in the future when having any other issue so that accurate information can be provided.